Event description:
It was reported to medtronic neurosurgery that when the anesthesiologist went to remove the stylet after implanting the lumbar catheter, resistance was encountered. The physician had to use a lot of force to remove the stylet and in the process the stylet broke in half. They were able to work the broken piece out of the catheter. It was confirmed by x-ray that the stylet piece was completely removed from the lumbar catheter. It was also reported that there was no injury to the patient.

Manufacturer narrative:
The product was unavailable for return as it was discarded by the facility. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.